Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "during the surgery, the surgeon went in to remove the implants due to an infection, he removed the restoration cone conical proximal body per the technique and then attached impactor adapter to the conical distal stem and attached the slap hammer to the device. He proceeded to back slap the implant after several hits with the slap hammer the adapter broke. The surgeon proceeded to use vice grips with slap hammer to explants the conical distal stem."